Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 60 joules. Additional information reported by the customer was the forward firing condition was noticed during the procedure, immediately after the failure. The forward firing condition occurred inside of the patient, but caused no apparent issue at all. The fiber failure was noticed with the fiber aim beam. If the aim beam was fired out the end of the fiber, it was only for a brief moment. There were no observations leading up to the incident. There were no error codes that were displayed on the console. The physician was using the laser at 180 watts when the fiber failed. No patient injury was reported.